Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An article/literature was received entitled "increased serum ion levels after ceramic-on-metal bearing total hip arthroplasty: influence of an asian lifestyle¿. Update 18 sep 2019. ¿increased serum ion levels after ceramic-on-metal bearing total hip arthroplasty: influence of an asian lifestyle¿ was reviewed for MDR reportability. The study followed 404 primary total hip arthroplasties, including 258 ceramic-on-metal (com tha) and 146 ceramic-on-ceramic or ceramic-on-polyethylene (non-com tha). A pinnacle acetabular cup and summit cementless stem were used in both groups. The ceramic-on-metal operations used biolox delta modular head and ultamet liner while the non-ceramic-on-metal operations used a depuy head with either a depuy ceramic liner or marathon polyethylene liner. It is noted specific patient identifiers nor specific revision information was provided. The following adverse events were noted: dislocation occurred in 5 com tha and 2 non-com tha. All dislocations were corrected with closed reduction with no reported recurrence. 1 com tha patient complained of a noisy hip with no evidence of intervention. 1 com tha patient underwent a revision to address a pseudotumor. Multiple patients in each group developed elevated metal ion levels. There is no evidence of revision or intervention to address elevated levels.